Event description:
It was reported pen ndl 32g 4mm hp 100 box 1200 us had blockage during injection. The following information was provided by the initial reporter: "consumer reported finding pen needles clog during injection and sometimes flow check when the flow check is completed."

Manufacturer narrative:
Correction a device history was performed and was not included in the summary. H.6. Imdrf annex b grid b14 analysis of product records h.6. Summary a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported pen ndl 32g 4mm hp 100 box 1200 us had blockage during injection. The following information was provided by the initial reporter: "consumer reported finding pen needles clog during injection and sometimes flow check when the flow check is completed."